Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks were delivered outside of an isolated episode. The device remains in service. No additional adverse patient effects were reported.